Event description:
It was reported that blood leaked from the device. It is unknown if there was patient involvement, adverse consequences or medical intervention. Attempts continue to be made to obtain this information from the account.

Event description:
It was reported that blood leaked from the device. It is unknown if there was patient involvement, adverse consequences or medical intervention. Attempts continue to be made to obtain this information from the account.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device has not yet been received at the manufacturer for evaluation.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4).